Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 failed to close properly. A field service engineer (fse) found matrix drawer 1 on the main station pulling out while in the chassis and not locking on the right side. Removed the drawer and adjusted the chassis c rail, which was misaligned and preventing the twanger from catching properly. Secured the drawer, reinstalled it, and confirmed it was locked in place. Ran hardware test application (hta) successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 1 failed to close. It would close but pulled out a little and would stick out. There were no adverse events or injuries reported based on this event.